Event description:
New information received notes the device was returned. The reason for explant was not confirmed and it was unknown whether this was related to the original event. Further information has been requested but not yet received.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However an abnormal transient battery voltage drop was detected. The voltage drop is consistent with lithium deposit in the battery. A battery performance alert (bpa) dated 25 nov, 2019 was confirmed via review of device image. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was asymptomatic. Further information was requested, but not yet available.